Manufacturer narrative:
Sample request has been made to the customer. We have not received a response regarding the sample. At this time, the sample has not been evaluated. See incident summary for objective evidence.

Event description:
Complaint: needles breaking apart. There was no harm caused as a result of the breakage. The device was in use at the time of the alleged malfunction event, no injury reported.